Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. This event is detectable and preventable by handling device in accordance with the following IFU. IFU document no.: rev.: section: handling and general precautions. 3.2 endoscope inspection should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was observed to have a burned plastic distal end cover. No patient was involved.